Event description:
A review of service data detected a reportable event. During servicing, battery sn (B)(4) was found to have a damaged connector. The battery connector pin 4 was bent. The last pt to use this battery did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. Upon inspection, the battery pack was found to have a damaged connector. The battery connector pin 4 was bent. Once the battery connector was replaced, the battery was fully functional. The root cause of the bent pin cannot be positively identified. The last pt to use this battery pack did not report any deficiencies. No adverse event resulted from the defective battery pack.